Manufacturer narrative:
H6 codes has been updated as per device analysis report submitted via initial report. This report is submitted on sep 22, 2021.

Manufacturer narrative:
This report is submitted on september 21, 2021.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2021 and the patient was reimplanted with another cochlear device during the same surgery.